Event description:
It was reported that this right ventricular (rv) lead exhibited noise and pacing inhibition due to suspected lead fracture. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).